Manufacturer narrative:
Unit received with currents in specification. No unexpected weak battery, battery out limit, failed battery or low battery anomaly noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Additionally, customer reported battery out limit, low battery alert less than 1 week and weak battery alarm. There is no indication of issue being resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.